Manufacturer narrative:
Inspected 1 opened or used sensor and found sensor retracted inside sensor. Unable to confirm customer received sensor damage due to customer returned opened or used. No broken or missing parts were observed during analysis. .

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the sensor electrode was not found when remove from abdomen. Customer's blood glucose value was unknown. The customer states the recorder did not blink after connecting to sensor. The device will be return for analysis.